Event description:
It was reported that approximately 17 months after a prior single-level surgery involving rhbmp-2/acs and peek interbody spacer at l5-s1, the l5-s1 laminectomy defect was re-explored, loose l5 & s1 pedicle screws were replaced, cancellous iliac crest autograft was implanted contralateral to the interbody device, the transverse process of l5 and the sacral ala were decorticated and cancellous iliac crest autograft wrapped in rhbmp-2 soaked collagen/hydroxyapatite sponges were implanted into the lateral spaces. At 10 mg of rhbmp-2 were used on each side. The patient experienced 1.5l blood loss; four units of prbc's and two units of ffp were transfused. Pre-op creatinine was 0.8 mg/dl and bun of 12 mg/dl. By pod 7, creatinine had risen to a max of 3.2 mg/dl and bun was 53 mg/dl. Renal echogram was normal. Levels returned to normal as of three months post-op. On pod 10, the patient developed svt with hr of 160s and spo2 of 70%. Patient had temp of 101.3. Swan-ganz cath, demonstrated hyperdynamic cardiac function and low svr "consistent with sepsis" per the reporter. The patient was treated with prophylactic antibiotics and heparin. Blood, urine, sputum cultures wbc and vq scan normal. Echocardiogram revealed normal ejection fraction and trace pericardial effusion. The patient developed intermittent low and high grade fevers for three weeks after the first fever. Given hx of gout, elbow and knee aspiration on pod 4 was performed and found uric acid crystal salts in the synovium of both joints, but cultures were negative. This procedure was repeated on pod 13 & 19 with no positive cultures. Oral prednisone was started on pod 31 for second gouty exacerbation. Severe back pain limiting mobility continued for first six weeks post-op. Activity level gradually increased, and patient was discharged to acute rehab. Hospital several weeks post-op.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. The clinician used only one subcomponent of the labeled device infuse bone graft in the device ultimately implanted into this patient. The safety and efficacy of the combination of rhbmp-2 and any carrier other than the absorbable collagen sponge included in this kit has not been established. Therefore, because a carrier other than acs was used, medtronic does not consider the device implanted into this patient to constitute infuse bone graft. Nevertheless, though it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes because rhbmp-2 was used. Neither the device nor the films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.